Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 21 mg/dl (customer's compact plus) and 121 mg/dl (friend's compact plus). Information on friend's compact plus was not available. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.